Manufacturer narrative:
The customer¿s complaint of a leak during an infusion could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a set was infusing tpn to a right leg PICC line when it leaked. The customer thinks the leak was at the lower fitment. The tpn and the IV set had to be changed out. No holes were visualized, but the set was clearly leaking. There was no patient harm.